Manufacturer narrative:
An event of aneurysma spurium was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an amplatzer amulet occluder was selected for implant using a torque delivery system. On (B)(6) 2019, the patient developed a vascular pseudoaneurysm at the right inguinal region. The patient was hospitalized and was given bulking injection before being discharged on (B)(6) 2019. The event is reported to be resolved and patient is stable.